Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: corail/ pinnacle hip replacement. The impactor's tip that inserts into the definitive shell came off after shell was inserted (tip detached from the handle). The tip was intact, nothing fell into patient. Surgeon had to remove the shell with pliers. A new impactor handle was used and the shell reinserted. Surgeon was happy to use the same shell. However, as a precaution, the surgeon requested for the patient to have extra antibiotic due to concern about sterility. Case delayed by 30 minutes as they had to get another impactor handle from another hospital. There was no adverse event to patient, patient was fine post-surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the returned instrument confirmed the threaded tip broke off. Eco 268661 was implemented on (B)(4) 2008 to change the dowel pin to 90000b03-18; incorrect dowel pin was called out in the material list of the print. The complaint sample was manufactured prior to the eco change. Based on the investigation, no further action is indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.